Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3- occupation: ir manager. G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the flexible stiffeners were difficult to remove from two ultrathane mac-loc locking loop multipurpose drainage catheters during a bilateral retrograde nephrostomy drainage catheter exchange procedure for a female patient. The existent 10 fr 45 cm catheters were exchanged over 0.35 stiff guidewires with new same catheters without issue. But, when the physician attempted to remove the flexible stiffening cannulas from the catheters, they would not withdraw. The catheter material could be seen stretching. The physician removed the catheters and stiffeners together and was able to separate them on the back table but with much difficulty. He then replaced the catheters over the same guidewires into patient but without the inner stiffeners. No additional procedures were performed. As reported the patient did not experience any adverse effects because of this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: on 11apr2023, cook medical inc. Received a complaint from the fox chase cancer center, located in the city of philadelphia pa. The customer reported that the flexible stiffeners were difficult to remove from two ultrathane mac-loc locking loop multipurpose drainage catheters (rpn: ult10.2-38-45-p-6s-clm-rh; lot 15226435) during a bilateral retrograde nephrostomy drainage catheter exchange procedure for a female patient. The existent 10 fr 45 cm catheters were exchanged over 0.35 stiff guidewires with new same catheters without issue. But, when the physician attempted to remove the flexible stiffening cannulas from the catheters, they would not withdraw. The catheter material could be seen stretching. The physician removed the catheters and stiffeners together and was able to separate them on the back table but with much difficulty. He then replaced the catheters over the same guidewires into patient but without the inner stiffeners. No additional procedures were performed. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 15226433 and the related subassembly lots revealed no related non-conformances. There were no abnormalities recorded during the incoming inspection process. To date, a further search of our database records discovered one additional complaint for the same failure mode being received from the the same customer and having the same lot. In both cases, the complaint device was not returned. Cook reviewed the product labeling. The product IFU, [t_multi2_rev1] ¿multipurpose drainage catheter,¿ packaged with the device contains the following in relation to the reported failure mode: "precautions: when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr and IFU suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of the investigation, cook medical has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.